Event description:
A low glucose reading issue was reported involving an abbott diabetes care (adc) device. The adc device recorded a glucose level of 23 mg/dl, whereas a competitor meter device reported a higher glucose value of 200 mg/dl. It is unknown whether a trend arrow was observed on the device at the time of the event. The sensor had been in use for approximately five days. The customer subsequently experienced loss of consciousness (loc). Due to the severity of the event, the customer was unable to self-treat and required intervention by a healthcare professional, including administration of insulin via a minimed pump (specific details not reported). There were no reports of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.